Manufacturer narrative:
Result of investigation: service technician was not able to verify customer's reported problem "turns on and off by itself". Vent passed 84 hours extended tests at customer settings without any unusual alarms or conditions. Tidal volume & flow performance failed for non-conformance with breathe timeout and measured vti (tidal volume inspire). Bench testing revealed turbine is creating breathe timeout non-conformance while the flow valve is creating measured vti (tidal volume inspire) non-conformance. Pressure & oxygen blending performance failed for non-conformance with measured o2 percentages bench testing revealed o2 blender is creating non-conformance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the lap top ventilator 1200 turned on and off by itself. The customer confirmed that there was no patient involvement associated with the reported event.